Event description:
It was reported that the end of tip at the catheter is blocked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a blocked catheter could not be confirmed because the powerpicc was patent to infusion. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation showed no obvious use residues throughout the returned powerpicc, and nothing remarkable was observed during an initial visual observation. A functional test of infusing the catheter with water using a 12 ml syringe proved the powerpicc to be patent to infusion, and the catheter aspirated without resistance. A microscopic observation revealed nothing remarkable along the catheter, and no blockage could be seen at the distal end of the catheter. The complaint of a blockage at the tip of the catheter could not be confirmed because the stated issue could not be reproduced. Possible contributions for a catheter that appears blocked may include placement techniques of the catheter, medication interactions with the patient or device, or unseen environmental factors. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the end of tip at the catheter is blocked. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned.